Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable throughout the procedure.

Event description:
Additional information received indicated the device has not been explanted and replaced. The physician has elected to take no further action and will monitor the patient. The device will not return for analysis.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the device was not explanted prophylactically as initially stated in report 2017865-2022-44814.